Event description:
Surgeon reported a "port leak caused by wear and tear from rubbing against fascia." Investigation in progress.

Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis as well as to indicate the product model number, serial number, date of event, implant date, explant date and pt data. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The rptr of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the model/serial number or the event, implant or explant dates or the pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."